Event description:
The customer reported being hospitalized due to high blood glucose of 473mg/dl. The customer was experiencing high glucose for about a month. The customer stated that the doctor recommended having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.